Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: there was no evidence recorded in the black box or history relating to continued vibrator alarm. The vibrator was fully functional. Opened pump and removed from case. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter stated that the pump will not stop vibrating and they tried rebooting and still vibrating. There was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.